Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional testing confirmed a check clutch alarm due to a disconnected position potentiometer connector. The position potentiometer connector was reinserted. Following repair, the device passed all function and delivery testing.